Event description:
The customer reported that the couch went all the way down to its vertical limit when the operator was unloading a patient from a CT clinical procedure. Per philips service there was no harm to a patient or operator. The field service engineer (fse) determined the cause was from a failed vertical brake.

Manufacturer narrative:
(B)(4). The customer reported that the couch went down to its vertical limit when the operator was unloading a patient from a CT clinical procedure. Per philips service, there was no harm to a patient or operator. The field service engineer (fse) determined the cause was from a failed vertical brake. The fse ordered and performed a field change order (fco) on 09-sep-2013 to resolve the issue. All parts from the replacement procedure were disposed of per the instructions in the fco. There has been no recurrence of this issue since implementation of the fco. A philips field safety notice was sent to the field on 01-jun-2011 stating that: if the customer's couch moves down unexpectedly, they should discontinue use of the device and to contact their field service engineer immediately. With successful implementation of the fco, CT engineering determined this to be an acceptable risk. Design employs a 4:1 minimum safety factor. Safeguards: electrical power loss automatically spring-actuated brake, when system not in motion, brake is applied, brake can suspend full load even when being driven downward by motion system, a lock tab is employed on the screw of the motor to lead screw coupling.

Event description:
The customer reported that the couch went all the way down to its vertical limit when the operator was unloading a patient from a CT clinical procedure. Per philips service there was no harm to a patient or operator. The field service engineer (fse) determined the cause was from a failed vertical brake.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).